Event description:
Pt with contact lens associated ulcer. Patient was using amo complete moisture plus multi-purpose solution. Ulceration was severe and cultured positive for pseudomonas. Pt was initially started on fortified ancef and tobramycin but, when sensitivities showed good mic to tobra, the ancef was decreased. Ulcer worsened and ancef was increased to hourly. Patient then responded and after 13 office visits, over 25 days ulcer resolved. I suspect this was acanthamoeba given the clinical course. Although we do not have the bottle used on this pt, she rec'd 3 add'l bottles of solution at the same time from the same supplier -walmart-. Lot#'s were abd2634 and abd2676. I have contacted the pt and she still has the cl stored in the solution. Diagnosis or reason for use: cl cleaning.